Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received bupivacaine (15mg/ml, 5mg/day) and unknown morphine (20mg/ml, 6.7mg/day) in an implantable pump for non-malignant pain and lumbar radiculopathy. The patient felt "different" prior to recent refills. On (B)(6) 2015, a dye study was attempted, but the healthcare provider (hcp) was unable to aspirate the catheter. Per the hcp, the pump volumes had always been accurate and the patient was doing well clinically. At the pump replacement on (B)(6) 2015, the expected residual volume (erv) was 8.8ml and the actual residual volume (arv) was 8.1ml. The hcp opted to only replace the pump, as elective replacement indicator (eri) was in 3 months. The catheter remained in place, despite being unable to aspirate from the catheter via the catheter access port (cap). It was also reported the patient was seen by an unknown neurosurgeon in the fall to rule out granuloma. No further information was provided. Additional information was requested from the consumer regarding if replacing the pump resolved the patient symptoms and if the granuloma was confirmed. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product(s): product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015,product type: pump. (B)(4).

Event description:
Additional information received from the consumer indicated the pump was replaced on (B)(6) 2015 (surgery was changed). The neurosurgeon seen to rule out granuloma was not sure. It was stated the issue could be an "artifact" on the MRI film. The recent pump replacement reportedly resolved the symptoms of "feeling different." The patient thought the issue was "battery related problems" with the previous pump. The patient would go into morphine withdrawals when it was 2-3 weeks before refill/alarm date. The patient had not had any withdrawal symptoms since pump replacement. However, the pump had not been refilled yet.